Manufacturer narrative:
Manufacturer and expiration date: added. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. However, neurological/intracranial sequelae is a known risks associated with endovascular procedures and is noted as such in the device direction for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
The patient underwent stent assisted coil embolization of the left internal carotid artery-ophthalmic achieving a raymond scale 1 and assessed having a mrs of 1 post procedure. It was reported that the patient experienced blurred vision in the left eye that worsen as the day progressed. The study facility indicated that the event was possibly indirectly attributed to the location of the coils. At 6 months follow up, the patient was assessed having a nihss of 2 and a mrs of 1. At 12 months follow up the patient was assessed having a nihss of 1 and a mrs of 3. No treatment was given for blurred vision as all visual examinations were normal. No further information is available.

Manufacturer narrative:
This is report 1 of 3 filed for this event for a total of 3 coils implanted. The subject device remains implanted.

Event description:
The patient underwent stent assisted coil embolization of the left internal carotid artery-ophthalmic achieving a raymond scale 1 and assessed having a mrs of 1 post procedure. It was reported that the patient experienced blurred vision in the left eye that worsen as the day progressed. The study facility indicated that the event was possibly indirectly attributed to the location of the coils. At 6 months follow up, the patient was assessed having a nihss of 2 and a mrs of 1. At 12 months follow up the patient was assessed having a nihss of 1 and a mrs of 3. No treatment was given for blurred vision as all visual examinations were normal. No further information is available.